Event description:
It was reported to medtronic that stim 2 on a patient interface was not working. There was no patient impact reported.

Event description:
Upon final review of the file for closure, it was discovered that this unit is used in the manufacturer's service and repair department. This equipment is used for testing purposes only. There was no patient involvement.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The complaint device was evaluated. The patient interface stim 2 was confirmed as not working. Evaluation concluded this was due to a short in the cable. The cable was replaced and the unit was tested and performed to specification.

Manufacturer narrative:
Event date - (B)(6) 2012. Upon final review of the file for closure, it was discovered that this unit is used in the manufacturer's service and repair department. This equipment is used for testing purposes only. There was no patient involvement. (B)(4).